Manufacturer narrative:
Integra has completed their internal investigation on 21 apr 2016. The product was not returned for evaluation. A review of the device history records was been performed due to absence of lot or serial number. A review of historical complaint data displayed no increase in trends. Conclusion: the clinically applied product was not returned for evaluation; therefore, the specific cause for the problem reported could not be identified. If additional information is obtained, or the sample is returned, this investigation will be reopened.

Event description:
It was reported that the ip1p catheter stopped detecting a temperature. The incident occurred on (B)(6) 2016. The patient, a male of (B)(6), went from an ICU setting to a CT scan and when the patient returned from the CT scan the ICU staff reconnected the catheter to the monitor and the display would read "no temp senor detected". The catheter was implanted on (B)(6) 2016. The ICU team had to manually input the patients temperature for 7 days which is the duration of time the catheter was in place. It was explanted on (B)(6) 2016 and will be returned for further investigation.